Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on 27 april 2025 that the patient presented with grade 5 functional tricuspid regurgitation (tr), enlarged atrium and atrial fibrillation tr . The first triclip advanced to tricuspid valve. Before final positioning, clip interacted with eustachian valve and was stuck. Standard troubleshooting attempts were made to remove the clip from eustachian valve and was unsuccessful. The clip was deployed at eustachian valve and was stable. Additional triclip was implanted at antero-septal commissure without further issues reported. The tr was decreased to grade 1-2. There was no adverse patient sequela and no clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the entrapment of device (clip interacted and stuck on the eustachian valve) cannot be determined. The reported foreign body in patient appears to be due to the procedural circumstances associated with the clip becoming caught on the eustachian valve (entrapment of device). The reported serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 5 functional tricuspid regurgitation (tr), enlarged atrium and atrial fibrillation tr. The first triclip (tcds0307-xtw, 50116r1104) advanced to tricuspid valve. Before final positioning, clip interacted with eustachian valve and was stuck. Standard troubleshooting attempts were made to remove the clip from eustachian valve and was unsuccessful. The clip was deployed at eustachian valve without any leaflets and was stable. Additional triclip was implanted without further issues at antero-septal commissure to treat residual mr. The tr was decreased to grade 1-2. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.